Manufacturer narrative:
The device was not returned to edwards as it remains implanted. A review of the device history record was not performed as the serial number was not available. Without the return of the device or additional information, edwards is unable to investigate root cause for the procedure. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 26mm bioprosthetic valve, was implanted into a 25mm bioprosthetic valve in the aortic position via valve-in-valve procedure. The implant period was approximately nine (9) years and nine (9) months. The reason for the procedure was unknown. Transfemoral approach was performed. The procedure was successful with no perivalvular leak.